Event description:
Patient reported "back and chest pain", "rupture" and "silicone has seeped into the surrounding tissue". Later, healthcare professional reported "burning sensation in right breast", "mass lesions", "simple cists" and "cluster of microcalcifications" diagnosed via mammography, ultrasound and MRI. This record is for the right side. Device was explanted and replaced with non-abbvie devices.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "back and chest pain", "rupture" and "silicone has seeped into the surrounding tissue". Later, healthcare professional reported "burning sensation in right breast", "mass lesions", "simple cists" and "cluster of microcalcifications" diagnosed via mammography, ultrasound and MRI. This record is for the right side. Device was explanted and replaced with non-abbvie devices.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture was received on june 17, 2025, with lot number 2683419. Based on the product analysis performed, the assessments of the complaints are: rupture: observed an opening assessed as unidentified (tear) opening. No additional observations performed on the device. No further actions are required.